Event description:
This took place in (B)(6). A customer's assistant called the csc and was connected to dr. (B)(6): by accident, activator universal plus splashed in a dental assistant's eye. The eye was immediately rinsed with water and send precautionary to an ophthalmologist. We instructed the calling assistant that the msds contained the dangerous ingredients in section 3 for the ophthalmologist's information. The ophthalmologist rinsed further and prescribed an agent (artificial tears) for eye moistening. A slight burning sensation in or around the eye remained until last call. We send an evaluation form to the surgery to be completed. On (B)(6) 2015 phonecall from dental assistant - dr. (B)(6). Dental assistant required information and received them concerning the material safety data sheet. On (B)(6) 2015 phonecall (B)(6) - dental assistant: affected colleague is fine again. Eye specialist prescribed her eye drops (only to wet the eye). This is a reportable malfunction according to 21 cfr 803.50 (a) (2) which states that you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. This product is distributed in north america under #(B)(4).

Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method, results and conclusions label review: "avoid contact of hardeners and function activators to eyes. If necessary, wash the eyes with copious amounts of water and seek ophthalmological help immediately." The dental assistant failed to use appropriate caution and eye protection as directed in the directions for use. Product not returned.